Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo (B)(4). Add'l info will be provided upon completion of the MFR's investigation.

Event description:
It was reported that the side bar on the stretcher of the b9 broke off during pt transfer. Medical care was needed for the pt. No more info has yet been received.